Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, recurrent coronary artery disease, revascularization and pneumothorax occurred. In (B)(6) 2012, the subject presented unstable angina and was referred for cardiac catheterization. It revealed one target lesion. Target lesion was a long de novo lesion located from middle right coronary artery to distal artery with 95% stenosis and was 24mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.0 x 28 mm promus element plus stent, following which residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented with recurrent coronary artery disease and pneumothorax, and was hospitalized on the same day. The 95% stenosis located in the proximal right coronary artery and extending to distal right coronary artery was treated with reverse saphenous vein bypass. The event was considered as resolved.